Event description:
Additional information reported that the patient did not experience effective coverage for their pain and had their implantable neurostimulator (ins) replaced. Following the replacement surgery, the patient got good coverage for their pain and was reported as doing great. If additional information is received, a follow up report will be sent.

Event description:
It was reported there were high impedances. Impedances were >10,000 ohms on all pairs with electrodes 0, 1, 2, 3, 7, and 10. The device was programmed using electrodes that did not have high impedances. The patient also had soreness at the device pocket when the device was turned on, and it would continue for about 2 days even after the device was turned off. The soreness started approximately 6 weeks ago, but there was no remarkable event that correlated with the start of it. The patient also had soreness after recharging sessions. The patient recharged while reclining in a chair with the recharger propped up behind her using the back of the recliner (the device was located in the patient's upper buttock). The patient was recharging every 6 days for about 1 hour, and it was recommended the patient recharge for less time to see if the soreness resolved. It was noted that palpating the device caused stimulation changes, which indicated a possible fluid short. The patient had kept the stimulation off for a prolonged period of time and the soreness had gone away, but it returned when the device was turned back on. X-rays were taken, but the results were not provided. Replacing the device was discussed, but a date was not set yet. The device was currently off. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the internal neurostimulator lead # 37712, model # nkf734112h, found the ins functionally okay. No significant anomalies.

Manufacturer narrative:
Product ID (B)(4), serial# (B)(4), implanted: 2011 (B)(6), product typ lead, product ID (B)(6), serial# (B)(4), product typ recharger, product ID (B)(4), serial# (B)(4), product typ programmer, patient. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.